Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the main drawer 3.2 struggled to recover and made a clicking sound. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half-height drawer was affected and found a broken bracket. The main half-height drawer 3.2 failed due to a left c-clamp bracket failure. A field service engineer replaced the bracket for half-height drawers 3.1 and 3.2 and the drawers were properly aligned to resolve the issue. The system functioned as intended after the field service engineer repaired the device.